Event description:
It was reported that after treating a hypoglycemic event with carbohydrates, the patient experienced a subsequent elevated blood glucose with a highest cgm reading of 195 mg/dl for approximately 45 minutes while using the ilet system; the event was attributed to user overtreatment, representing an improper or incorrect method, and no specific device component was implicated. Symptoms included hyperglycemia. Outcomes included the need for medication-based intervention as part of glucose management. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no device part or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.